Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that patient faced 4 infusion set tap not sticking event on 24-may-2024. Fell off was non-serialized product being replaced. Getting wet was cause of non-adhering. Adhesive failing after patient was entered in pool. No further information available.

Manufacturer narrative:
Device 4 of 4. E1: (B)(6).